Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit, the right ventricular lead exhibited oversensing which could be reproduced with pocket manipulation. On (B)(6) 208 the lead was capped and replaced. The patient was in stable condition post surgery.